Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in a fall and hospitalization. Bg cause was not known. Customer sustained injuries to the face and shoulder. Customer was provided with glucagon to address bg. At the time of the report with tandem technical support, the customer was still admitted to the hospital.